Event description:
New information received: patient was stable prior and post procedure.

Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that premature battery depletion was observed. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory. The device was explanted and a new device was implanted.

Manufacturer narrative:
The device had reached eri when it was received. The longevity was normal. The interrogation also showed a charge timeout had occurred. The device was tested on the bench using test leads and resistor loads and a maximum voltage hv charge timed out before reaching full voltage. No other anomaly was detected and the other functions of the device tested normal. The device electronics assembly had normal hv charge times with a known good set of hv capacitors attached to it. The hv capacitor analysis determined the cause of the timed out hv charge was the hv capacitors had excessive leakage current.